Event description:
It was reported that an ilet user contacted support before eating due to concern about going low, with a blood glucose of 220 mg/dl and no symptoms, seeking guidance on meal announcements for chinese food; the agent referenced a prior usual dinner announcement that delivered about 10 units and provided education on how meal announcements work. Symptoms included none. Outcomes included no alerts or alarms, no medical interventions, and no hospitalization. Investigation included remote troubleshooting and user education focused on meal announcement use. Investigation of this case revealed no device malfunction and no component issues were identified; the event was characterized as hyperglycemia with unclear cause in the context of user uncertainty about meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.